Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not priming and that it was shutting off randomly. They stated that they had been unable to prime or bolus using the keypad because the pump was shutting off. They stated that the pump was not alarming. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. Complaint- (B)(4).